Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # 650-1059, head, lot # 173430; item # 11-104052, shell, lot # 983800; item # ep-108625, liner, lot # 869410; item # 103532, screw, lot # unk; item # 103533, screw, lot # unk; item # 650-1066, taper adapter, lot #623480. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05171, 0001825034 - 2018 - 05173, 0001825034 - 2018 - 05174.

Event description:
It was reported that approximately 1 year post revision, patient underwent a second revision due to migration of the acetabular component. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: item # unk, stem, lot # unk, item # 650-1059, head, lot # 173430, item # 11-104052, shell, lot # 983640, item # ep-108625, liner, lot # 869410 , item # 103531, screw, lot # 619150, item # 103531, screw, lot # 762760, item # 103531, screw, lot # 476910, item #103532, screw, lot# 619200, item # 103533, screw, lot # 440330, item # 650-1066, taper adapter, lot #623480. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05172, 0001825034 - 2018 - 05173, 0001825034 - 2018 ¿ 05174, 0001825034-2018-08604, 0001825034-2018-08603, 0001825034-2018-08602, 0001825034-2018-08601. Reported event was confirmed by review of x-rays provided. X-ray review confirms that the cup migrated into the right hemipelvis. The acetabular fixation screws are fractured. There is also a new fracture of the right inferior pubic ramus. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.